Manufacturer narrative:
The name of the initial reporter was not provided. Plant investigation: the device was not returned to the manufacturer for physical evaluation, and the serial number was not able to be obtained. As the serial number is currently unknown, a complete product investigation could not be performed. At this point in time, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional information become available, a supplemental report will be provided. A clinical review was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the patient passing away. Currently, there are no allegations against any fresenius products related to this event. There is no documentation or indication that any fresenius device, caused or contributed to the patient passing away. With the limited amount of information provided, it is unknown if a temporal relationship exists between the patient's pd therapy and their reported passing. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
It was reported that a peritoneal dialysis patient passed away. The cause of death is unknown. Attempts to obtain additional information went unanswered. It is unknown if the patient was performing peritoneal dialysis therapy when they passed away. Additional information was requested but was unavailable.